Manufacturer narrative:
The vio integrated electrical surgical unit (iesu) generator was returned for failure analysis, but the reported failure (error m-02) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) and reported error m-02 on the integrated electrosurgical unit erbe (erbe) generator. The tse reviewed the logs and suggested that the customer reboot the erbe generator. After reboot, the erbe booted-up, it was showing an error on the screen. The tse advised the customer to use the force triad and guided for the connection. The customer confirmed the site is proceeding with the surgery with the force triad generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the issue. The system was verified and ready to use. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.